Manufacturer narrative:
The probable root cause is attributed to defective power cable. This issue can be resolved by replacing the power cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the power cable. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe power cable was loose and causing the erbe to power off. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer used a third party covidien force triad generator.